Manufacturer narrative:
After battery installation, the device powered up with a blank display. There is corrosion and rust inside the battery compartment. In addition to this, there are some water droplets on some components located close to the battery connectors. Finally there is some corrosion on the pins of the lcd connector located on electrical board. Unable to perform the displacement,sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in the battery compartment, battery threads, in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.